Event description:
It was reported via the repair unit that the bur was broken inside the attachment. It was also reported that this event did not occur during a surgical procedure, and there was no patient involvement or adverse consequences as a result of this event.

Manufacturer narrative:
The bur subject to this investigation was not returned to the manufacturer for evaluation, however photographs were provided. It was visually confirmed that the bur was broken along the shank. Part number and lot number information has not been provided to permit further investigation. The root cause is undetermined. The attachment associated with this MDR is as follows: part number: 5100015252, lot number: 10239.